Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Implanting information is unknown; an afx bifurcated stent graft is being used as the default suspect medical device as the actual device details are currently unknown. Endologix became aware of a complaint against our device on (B)(6) 2018 when dr. (B)(6) at (B)(6) indicated that one of his patients had an endoleak. No additional information is currently available regarding this event.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and a denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. (B)(4).